Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The batch and lot history records were reviewed and the manufacturing criteria were met prior to the release of this batch and lot.

Event description:
It was reported that during a resection of the esophagus procedure, the device was used to anastomose the esophagus and the tubular stomach. The device was set at 1.8 mm. The surgeon removed the device and found the staples malformed. Suture was used to fix. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Batch # n5405x. The analysis results found that the sdh25a device arrived and in good visual condition. The breakaway washer was present and uncut and the device was fully loaded with staples, indicating that the device had not being fired. The device was tested for functionality with the returned washer and it fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.